Event description:
It was reported to philips that the patient fell from the table when the table moved into the cradle position. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.